Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male patient experienced an embolic stroke during impella support. Following the initiation of support, the patient became hypertensive and experienced shortness of breath. Upon exhibiting difficulty with some extremity movement, the patient was sent for a CT scan. It was then verified that the patient had experienced a stroke. A thrombectomy was subsequently performed to treat the condition. The patient was considered to be stable following the intervention.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the stroke was likely due to patient's condition. It is unknown if the relationship to the stroke is due to heparin used in the purge.